Manufacturer narrative:
Continued e.1. Facility name: (B)(6) continued h.6. Health effect - impact code: f2201, f2303, f2203, f0101. Article citation: lin, benjamin r et al. ¿endophthalmitis associated with xen stent implantation.¿ american journal of ophthalmology vol. 253 (2023): 37-43. Doi:10.1016/j.ajo.2023.04.006 further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of endophthalmitis and high intraocular pressure are known potential adverse events addressed in the product labeling.

Event description:
Through journal article, endophthalmitis associated with xen stent implantation, healthcare professional reported events of "patient underwent xen45 implantation in the right eye. Patient presented on pod319, 1 day after onset of symptoms (pod318), with bcva of hm, iop of 57 mmhg, conjunctival injection, hypopyon, and corneal edema. Patient was diagnosed with endophthalmitis and received intravitreal injections of vancomycin/ceftazidime on pod320 and pod323 and vancomycin/dexamethasone on pod331 in the right eye. Ppv and pars plana lensectomy were performed on pod346 because of an anterior dislocation of the lens leading to pupillary block. Removal of the stent was attempted but the stent could not be intraoperatively identified because of corneal opacity. At final follow up on pod534, bcva remained at hm and iop was 8 mmhg." This is the same article reported under MDR report # 3011299751-2023-00127 (abbvie complaint #(B)(4)). This MDR is being submitted for case 4.